Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm more than once. Customer reported that there was more than a motor error in the last 30 days on the alarm history. Drive support cap was protruded inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.